Event description:
On 01/14/2003, the international distributor informed the international representative of the following; pt was on hemofiltration machine. Their vascath had been in for 2 days. The machine began to alarm high access pressure when facility tried to reposition the as bath, facility noticed that the blue lumen was leaking blood from plastic stretchy tube. Filtration had to be d/c and vascath removed. Physician informed and vascath checked by injecting normal saline via lumen. When lumen was pulled there was a definite jet of water from a pin prick sized hole.